Event description:
Customer reports that she obtained results of 106mg/dl and 62mg/dl on the same device within 10 minutes. Customer reports drinking juice after receiving the 62mg/dl result. No adverse event reported and no treatment received. No strip information reported. No quality controls were used. Requested return of suspect device and replacement was sent.